Event description:
The customer contact reported a tubing separation; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified standard IV solution. After an unspecified length of time in use, the pt reportedly tugged on the tubing and the tubing separated from the filter. It was reported that blood backed into the tubing and an unspecified amount of blood loss was noted. The tubing was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.